Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife experienced hyperglycemia. The customer's blood glucose level was 511 mg/dl at the time. The customer was advised to rewind the insulin pump and they were able to complete rewind. The insulin pump will not be returned for analysis.